Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced an occlusion alert. The user inspected the tubing, confirmed it was clear of kinks or bubbles, and resumed insulin delivery as intended. No adverse event occurred, and no medical intervention was required.